Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The issue was resolved by changing the infusion set and cartridge, after which insulin administration was resumed. No third-party assistance was required.